Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector p50j there was an issue with leakage. It was stated ¿when drawing endoxan from the vial, air was confirmed in the syringe and health care provider pressed the plunger to push back the air. Then drug leaked from somewhere". There was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: the customer complaints about leak, however, it is not clearly explained where the leak occurs. The samples has been evaluated by (B)(4) lab. According to its report. Protector fitted properly the vial. No leak into bladder found. No leak between the protector and the vial found. No anomaly found in the membrane. One retained sample was taken for evaluation. No defect were found (no leak at any part). No non-conformances found in DHR (final lot#1712102, assembly lot#7331869). The defect cannot be confirmed. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. For all manufacturing lots, leakage test is performed according to (B)(4). . Conclusion. No leak was found in the claimed sample. No leak was found in the retained sample evaluated. No non-conformances found in DHR (final lot#1712102, assembly lot#7331869). The defect cannot be confirmed.